Event description:
Dr reported separating a file in a pt's tooth during a dental procedure, the pt was reffered to an endodontist for further treatment. Pt follow-up will be required and reported, as information becomes available.